Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer continued to use the existing cartridge for insulin delivery. Customer's blood glucose level was 300 mg/dl.